Event description:
Steris received a report that a 1980 medallion 60" medium sterilizer malfunctioned. The report indicated that the door failed during the cycle and opened with sufficient force to detach completely from the unit. The incident resulted in property damage to an adjacent wall, but did not cause any injury or death.